Event description:
It was reported that on (B)(6) 2021 hemodialysis was performed. On (B)(6) 2021 permacath was placed due to anuric.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The patient expired on (B)(6) 2021. No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) lists right heart failure, infection, sepsis, cardiac arrhythmia, bleeding, respiratory failure, renal dysfunction, hepatic dysfunction, respiratory failure, neurological dysfunction and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The IFU also provides information regarding anticoagulation, including the recommended inr range. This document also lists infection, arrhythmia and neurological dysfunction as potential late postimplant complications. Additionally, this IFU lists all potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. In reference to pump flow, the IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient condition can result in low flow. Additionally, the hm3 IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. The relevant sections of the device history records for number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2021. Heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ lists right heart failure, infection, sepsis, cardiac arrhythmia, bleeding, respiratory failure, renal dysfunction, hepatic dysfunction, respiratory failure, neurological dysfunction and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. Additionally, this section lists infection, arrhythmia, and neurological dysfunction as potential late postimplant complications. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection and how to care for the driveline exit site, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that intermittent low flow alarms were observed during the perioperative period secondary to running the pump speed low to protect the right ventricle (rv). System controllers were upgraded to the low flow 2.0 version to mitigate future alarms in the ICU setting. On (B)(6) 2021, the experienced bleeding. Hemoglobin (hgb) trending down from 8 g/dl to7 g/dl to 6.4 g/dl. On (B)(6) 2021, 1 unit packed red blood cells was given. Afterward hgb 7.3 g/dl. On (B)(6) 2021 hgb was 6.9 g/dl. On (B)(6) 2021 hgb was 6.4 g/dl and the patient was transfused with one unit prbc. On (B)(6) 2021 hgb was 6.9 g/dl. On (B)(6) 2021 hgb was 6.9 g/dl. On (B)(6) 2021 hgb 6.9 g/dl and patient was stable. On (B)(6) 2021, hgb was 6.5 g/d and hematocrit (hct) was 23.3 percent. On (B)(6) 2021, patient experienced cardiogenic shock and right heart failure. Patient was not able to wean for pressers and inotropes. Upon admission to intensive care unit (ICU) patient was given epinephrine 0.1 mcg.kg.min, milrinone 0.125 mcg/kg/min, and norepi 0.15 mcg/kg/min. On (B)(6) 2021 vasopressisn 0.04 unit.min was started. On (B)(6) 2021 milrinone was stopped. On (B)(6) 2021 vasopressin was stopped. On (B)(6) 2021 epinephrine and norepi both 0.05 were continued. On (B)(6) 2021 patient was awake, alert, and able to get up the chair. On (B)(6) 2021 central venous pressure (cvp) range since surgery was 2-22, mm/hg, mean arterial pressure (map) was 58 mmhg, max pa mean 58patient was able to be out of bed to chair and eating well. On (B)(6) 2021, patient remained on epi 0.06, norepi 0.06, and vasopressisn 0.04. Patient was hemodynamically stable on pressors on (B)(6) 2021, norepi weaned to 0.04. On (B)(6) 2021, patient had stable hemodynamics with epi at 0.01. On (B)(6) 2021 patient experienced leukocytosis likely reactive/lvad fevers. Patient experienced elevated white blood cells (wbc) and fever as high as 38 c. Routine perioperative antibiotics cefuroxime, levaqin and vancomycin were given. Traack wbc and fevers. On (B)(6) 2021 patient was afbrile with a wbc of 19.7. Patient was not started on additional antibiotics. On (B)(6) 2021 wbc was trending down to 15.6 and patient was afebrile. Patient was given no antibiotics and in stable condition. On (B)(6) 2021 patient was given vancomycin and ceftazidime. On (B)(6) 2021 antibiotics were completed. On (B)(6) 2021 patinet had stable respiratory status. On (B)(6) 2021 antibiotics were completed.on (B)(6) 2021 sputum culture was negative. There was no concern for pneumonia. On (B)(6) 2021 patient experienced renal dysfunction, post operation, creatinine trended upward. Patient was known to have stage 3 chronic kidney disease (ckd3). Nephrology consulted for creatinine of 5.81. Diuretics lasis 200 infusion and diuril 500mg infusion was given. On (B)(6) 2021, continuous renal replacement therapy (crrt) was started. On (B)(6) 2021, patient experienced acute tubular necrosis (atn). Patient still experienced low urine output, crrt continued. On (B)(6) 2021 urine output 150cc/24 hours. Creatinine was 1.92. On (B)(6) 2021 crrt continued with no urine output. On (B)(6) 2021 crrt was continued and patient had no urine output with cr at 1.33. On (B)(6) 2021 pt voided 200cc crrt continued. On (B)(6) 2021, it was reportaed that the patient will soon transition from crrt to hemodialysis. On (B)(6) 2021, patient experienced hypotension. Monoamine oxidase (mao) dropped to 49. Patient was asymptomatic map came up on its own then about 75 minutes later map was 59. Albumin was 12.5 gm and patient was given in 250c. Map rose to 74 and remained stable. This resolved on (B)(6) 2021 with sequelae. Map trended lower later on (B)(6) 2021 and (B)(6) 2021 but was not treated with albumin.

Event description:
It was reported that regarding the bleeding, the patient was transfused with 1 unit packed red blood cells (prbc). No site of bleeding identified. On (B)(6) 2021, patient was given darbepoetin alfa 6 mcg/0.3 ml. The bleeding was resolved on (B)(6) 2021 with sequelae (anemia). It was reported that on (B)(6) 2021 patient was given midodrine 5 mg every 8 hours. On (B)(6) 2021 epti was discontinued. Patient was hemodynamically stable on (B)(6) 2021, resolved with sequelae (baseline heart failure remained). It was reported that on (B)(6) 2021 continuous renal replacement therapy (crrt) was changed to prolonged intermittent renal replacement therapy (pirrt) when euvolemic. Generalized edema was noted. On (B)(6) 2021 pirrt was tolerated well. Ischemic heart disease (ihd) trial planned. On (B)(6) 2021, patient showed no changes and stable with minimal urine output. On (B)(6) 2021, patient had extra slow continous ultrafiltration for fluid management. Renal dysfunction resolved on (B)(6) 2021. Blood cultures were done on (B)(6) 2021. Patient was given procalcitonin 0.9 ng/ml and the central line was removed, midline was inserted, and no antibiotics were started. On (B)(6) 2021 blood culture showed no growth to date. On (B)(6) 2021, blood cultures showed no growth with wbc trending down and no antibiotics were given. Infection resolved on (B)(6) 2021 with sequelae and discharged home.

Event description:
The patient had hepatic dysfunction and thrombocytopenia. The platelet count was 141 on (B)(6) 2021 and trended down. From on (B)(6) 2021 the platelet count had a low value of 34 and a high value of 102. On (B)(6) 2021 1 unit of platelets were given. The patient¿s alertness waxes and wanes. The patient had multifactorial encephalopathy including sedation, critical illness and shock. On (B)(6) 2021, the patient had an infection and on (B)(6) 2021 the patient followed commands weakly. On (B)(6) 2021, the patient had about 1 liter of bilious coffee ground emesis per nasogastric tube (ngt). The mean arterial pressure dropped and pressors were up. Albumin and 2 united of packed red blood cells (prbc) were given. Lactic acid was up and bicarbonate was given. Proton pump inhibitor (ppi) was increased to twice a day. There was no further evidence of bleeding and the feeding tube was held. On (B)(6) 2021, there was no more bleeding seen and no more bleeding products given. On (B)(6) 2021 blood cultures grew gram positive coccobacilli. The patient was started on vancomycin IV and ceftriaxone 2gm IV. The blood cultures were repeated on (B)(6) 2021. The white blood cell count was 32.7. The blood culture was afebrile found positive for e. Faecium. Pressors were continued along with zoysin and micafungin. Zosyn was started on (B)(6) 2021. On (B)(6) 2021 pacer interrogation showed polymorphic ventricular tachycardia occurred. The patient had a history of positive ventricular tachycardia (vt). On (B)(6) 2021 the vt reoccurred with a failed ICD shock. The patient was defibrillated with 1 mg versed, amiodarone, 150 mg bolus and 2 mg magnesium IV. The patient returned to sinus rhythm. On (B)(6) 2021 the left internal jugular (ij) was exchanged. On (B)(6) 2021 daptomycin 1.25 IV was started. On (B)(6) 2021 pippercillin-tazobactum 4.5 gm was started. On (B)(6) 2021 micafungin was restarted. On (B)(6) 2021, blood cultures revealed klebsiella pheumoni sensitive to pippercillin-tazobactum, e. Coli sensitive to pippercillin-tazobactum, and enterococcus faecalis, which was pan sensitive. On (B)(6) 2021 the patient was bleeding from nasoropharengeal. There were no products given. Heatocrit and hemoglobin remained stable at 8.7 and 28.7. The patient¿s inr was 1.44. Gauze was placed to nares to stop the bleeding. There was no bleeding on the morning exam. On (B)(6) 2021 the patient had an episode of vt that required amiodarone bolus and 2gm mg albumine for hypotension. Pressor requirements continued to increase. On (B)(6) 2021, the family decided to withdraw care due to the poor prognosis for meaningful recovery. The patient passed away on (B)(6) 2021 due to sepsis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.